Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that more than one previous occlusion event had occurred at the site within 3 hours of insertion on (B)(6) 2024. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. No further information available.